Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was not confirmed. The pcu event log showed that at 11:57 pm on (B)(6) 2016 the pump module received a remote IV request for a secondary infusion to run at 62.5ml/hr. The infusion continued at this rate until 1:12 am on (B)(6) 2016, at which time the infusion was paused and the device was subsequently channeled off. The volume recorded for the secondary infusion during this period was 77.327ml. The starting volume of the fluid containers cannot be verified through device logs. Functional testing found the pump module to be delivering fluid within specification. The returned sets were tested for a possible check valve failure. No backflow was observed and the primary set¿s check valve functioned as intended. The root cause of the device infusing faster than expected was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported an rn hung a 250ml bag of sodium phosphate to infuse through central line for 4 hours. The medication was scanned into pump and rate was 62.5 ml/h. The rn returned to the room approximately 1 hour later and noticed the sodium phosphate bag was almost empty. The pump still read a rate of 62.5 ml/h. Rn paused the infusion to calculate drip again and verified with another rn three times that calculation was correct. When looking back at the ivbp it was still infusing despite having paused the pump. Pump taken down and infusion stopped as there was only about 5 ml left of the medication in the bag. There was no report of patient harm.